Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Manufacturer narrative:
The reported event was resolved by the end user. No ge service or repair. H3 other text:the reported event was resolved by the end user. No ge service or repair.